Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event, device code, expiration date, date implanted, date explanted, PMA/510(k) number, and manufacture date. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent a total hip replacement on an unknown date. Subsequently, a revision procedure has been indicated due to infection; however, no revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Implant date: 1999.

Event description:
It was reported that patient underwent an initial total hip replacement on an unknown date in 1999. Subsequently, patient was revised (B)(6) 2015 due to acetabular pain. The head and stem were removed and replaced with competitor products.